Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cecum of the colon during a colonoscopy procedure for surveillance and polypectomy performed on (B)(6) 2025. During the procedure, clip was deployed correctly but would not detach from the catheter. There was no resistance was noted in the handle, confirming the clip remained connected. As the biopsy channel was occupied, no alternate device could be used. The clip was retracted into the channel, and the scope tip was advanced over it to assist removal. Detachment required additional effort but was ultimately successful. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.